Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation of the pulse generator, it was noted that the device had reached elective replacement indicator (eri) on (B)(6) 2017. Previous device check on (B)(6) 2017 indicated that remaining longevity until eri was 1.75 years. It was suspected that a change in pacing could have caused a temporary dip in battery voltage causing the eri detection. After the anomaly, the voltage was recovered. A calculated longevity estimated the remaining longevity to be 8-14 months. The patient remained asymptomatic and was stable.